Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, label of packaging and syringe inside the packaging is observed, unable to confirm failure. No other defects or issues observed. Physical samples are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, no defects or issues observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
The client reports that the 10 ml syringes present resistance when pushing the plunger. Customer provided to us the additional information below. What batch and product catalog? 229059 and catalog 990409. Is there any damage to the product's piston (crack, breakage, piston out of place, etc). No damage is found on the product piston. Does the syringe present this difficulty when used manually or with infusion pumps? On both occasions he presents this difficulty. Is the sample available for analysis? If it is available for analysis.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd syringe the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: the client reports that the 10 ml syringes present resistance when pushing the plunger.